Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok access device, the device experienced the non-patient needle separating from the holder luer. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the needle separated and became lodged inside the vacutainer when it was removed.

Manufacturer narrative:
H.6. Investigation summary: "bd received 8 samples (1 used and 7 unused) for investigation. The used sample was evaluated by visual examination and the indicated failure mode for needle separates from hub with the incident lot was observed. The 7 unused samples were evaluated by visual examination and torque testing, and the indicated failure mode for needle separates from hub with the incident lot was not observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination, and another 12 by torque testing, and no issues were observed relating to needle separates from hub as all samples met specifications. The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-12-05. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode needle separates from hub." H3 other text : see h.10.

Event description:
It was reported when using the bd luer-lok access device, the device experienced the non-patient needle separating from the holder luer. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the needle separated and became lodged inside the vacutainer when it was removed.